Event description:
During a shoulder arthroscopy procedure, when the bovie pad was removed the area was red. When the pt was in recovery the area formed a blister. Or manager states a 3m pad was used. The pt was treated and is recovering. Pt feels according to an artricle on the ecri web site that valley lab has problems with burns as well; and 3m rep. Told pt to use two pads instead of one. Valley lab pads are recommended for use in the instructions for use.